Manufacturer narrative:
Additional device codes: mqn, dzl. Reporter is synthes sales consultant. (B)(4). The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent open reduction internal fixation (orif) due to a second metatarsal bone fracture on (B)(6) 2018. A modular hand system 1.5 was used during the procedure. During surgery, three (3) screws and one (1) plate were used. The 8mm screw was inserted into the screw hole properly. The 9mm screw was broken under the screw head. The 11mm screw was broken at the middle of its shaft and the broken piece of the screw remained in the bone. The surgeon selected the 1.5mm diameter screws due to the patient's bone size which had a short length and narrow width. The surgeon had to change to a 2.0mm diameter screws to replace the affected screws due to breakage. There was a surgical delay of 30 minutes. No adverse consequence to the patient. Additionally, one (1) titanium t-plate was received broken. This report is for one (1) 1.5mm ti cortex screw self-tapping 11mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent open reduction internal fixation (orif) due to a second metatarsal bone fracture on september 13, 2018. A modular hand system 1.5 was used during the procedure. During surgery, three (3) screws and one (1) plate were used. The 8mm screw was inserted into the screw hole without issue. The 11mm screw broke under the screw head. The 9mm screw broke at the middle of its shaft and the broken piece of the screw remained in the bone. Additionally, one (1) titanium t-plate was found broken. The surgeon had selected the 1.5mm diameter screws due to the patient's bone size which had a short length and narrow width. The surgeon had to change to a 2.0mm diameter screws to replace the broken screws. There was a surgical delay of 30 minutes. No adverse consequence to the patient. Concomitant devices: 1.5mm titanium cortex screw (part: 400.808, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Customer quality investigation: investigation flow: broken: device condition: visual inspection performed at customer quality (cq) observed breakage on the returned screw which is consistent with the given complaint condition. The returned screw was broken at its shaft portion proximal to end. The broken shaft portions were not returned. Only head portions were returned. No new issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional analysis and document/specification review: with no part and lot number etching on the device, exact manufacturing dates for the device is unknown. Therefore, current drawing for the returned device were reviewed and no design issues were identified. --top level drawing for 1.5 mm cortex screws dimensional analysis performed at broken portion measured the remnant shaft diameter as 1.499 mm that falls within the specification of 1.4 mm to 1.5 mm both device history record review and material review was not possible with unknown lot number. However, upon visual inspection no material voids or inconsistencies were observed at the broken region that would contribute to complaint condition. Furthermore, the dcrm review performed during investigation showed that the document completely addresses the complaint condition. A definitive root cause could not be determined based on the provided information. However, it is possible that any unintended off-axis screw insertion could have contributed to observed broken condition. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.